Event description:
Allegedly revised due to multiple dislocations.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00283, 00284, 00285, 00287.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly revised due to multiple dislocations.